Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues it was reported that they have been experiencing tingling down the left side of their body and diarrhea. The patient states they were told to increase stim to 1. 5 on program 1 but could never get past 1. 3 because of the poking sensation in their vagina. The patient also mentioned they were prescribed medicine for their diarrhea, and it was hard to say if it was working or not. The patient inquired if there is a program that works for diarrhea and if they should switch programs. Patient service reviewed theinformation. The patient will consider switching programs and will maintain stimulation levels to continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps that were taken to resolve this issue were "updated the setting and level" and they reported the issue has been resolved.